Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure in 2003 and then after an interventional procedure 6 days later. The patient was discharged to home 2 days later. It was reported that the patient presented to another facility with complaints of pain in the right groin. Unspecified blood work was drawn. The patient was informed that the results were normal, therefore, they were sent home. Ten days later, the patient presented to the initial facility's emergency room with complaints of pain in the right groin lasting for ten days, chills and shaking. It was reported that the patient had a "high" fever and a swollen groin. The patient was admitted to the hospital and started on the intravenous antibiotic vancomycin. An ultrasound was performed which revealed the presence of a hematoma. 2 days later, it was reported that the patient had spontaneous bleeding from the right groin. The patient was taken to surgery for repair of the right femoral artery, vein patch angioplasty to control the bleeding and debridement of the hematoma. The patient's hemoglobin was reported to be as low as 9.2g/dl. No blood transfusion was given. The patient was discharged home 6 days later with a PICC line for intravenous antibiotic therapy with vancomycin. It was reported that the patient is doing "ok" to date.